Event description:
It was reported that the customer was hospitalized with a blood glucose reading over 1200 mg/dl. The customer's nurse stated that all of the customer's boluses were not recorded in the insulin pump's history files. The customer was not available at the time of the report to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.